Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt was bothered by the lead at the placement site. It was reported the stimulation was working correctly for the pt. The pt requested the system to be removed. On (B)(6) 2011, it was explanted. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.